Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Almost nine months post implant, it was reported that the implantable pulse generator (ipg) now had a lot of sensing integrity counter (sic) counts and that there were also some sensed atrial events in the blanking period. Electromagnetic interference is suspected. Programming changes were made and the ipg remains in use. It was noted that the ipg will be followed again soon to monitor the sic counts. No patient complications have been reported as a result of this event.